Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level did not exceed 500 mg/dl, and there was no adverse impact reported. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin administration. No additional assistance was deemed necessary, and the case was closed by technical support.